Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the right ventricular assist device (rvad) equipment was running at the same time on the bivad patient.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a circuit exchange was confirmed through the information provided by the customer as well as the submitted log file from the new console. The submitted log file revealed that the centrimag console (serial number: (B)(6) began operating on right ventricular support mode at 13:29 on 26jan2024, which is consistent with the provided date of the circuit exchange. It was communicated that the centrimag console (serial number: (B)(6) and centrimag motor (serial number: (B)(6) were both exchanged on that date. It was also communicated that there was no change in the plan of patient care, and there were no significant events that lead up to the exchange. The root cause of the exchange was not able to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Table 13 of the 2nd generation centrimag system operating manual (rev. M) describes all console alarms, and the related operator response. No further information was provided. The manufacturer is closing the file on this event.